Manufacturer narrative:
Obtain lot# upon device key returned - 1243280. Investigation summary: the device key of the event unit was returned for evaluation. Upon inspection, engineering reviewed the device logs and noted 4 'reactivate switch released' messages out of 130 activations. In the absence of the complete device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause of the incident remains unknown as the complete device was not returned. According to the device logs, the device was able to complete the majority of the seal cycles with very few interruptions. A 'reactivate' alarm will occur if the seal cycle is interrupted before the cycle is complete or if the maximum seal cycle time is reached. The instructions for use (IFU) recommends the user to reactivate the seal cycle without repositioning the device. Regarding the ergonomics of the device, applied medical wishes to extend assurances that these concerns were heard and we value this feedback. These suggestions will be kept in mind for future project improvements to help drive innovation. This document represents our final report.

Event description:
Lap hemicoletomy right- "during the procedures several tissue bundles and vessels started bleeding after a few seconds after sealing. Surgeon was very unsatisfied about hemostasis and also about ergonomics, handle, heavyness, knifeperformance." Patient status- " no complications"

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.